Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The coronary dilatation catheter mini trek rx global instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the coronary artery. A 2.0x15mm min trek balloon dilatation catheter (bdc) was used for pre-dilatation; however, the balloon ruptured during first inflation at 6 atmospheres. Additionally, the device was prepped inside the anatomy. The mini trek was replaced with a nc trek bdc and the procedure was successfully completed with the stent implantation of a xience alpine. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.